Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2013 the patient underwent an unknown procedure involving a synthes trochanteric fixation nail after the patient fell in the shower and fractured the right hip. The patient complained of ongoing pain following the implantation. In or about (B)(6) 2019, the patient consulted her doctor and it appeared that ¿the nail was almost poking out of her skin.¿ the patient was expected to have the nail removed. This report is for one (1) 11.0mm ti helical blade 125mm. This is report 1 of 1 for (B)(4).